Event description:
Customer reported that the dimension xpand plus with hm is showing a quality control shift to the low side for troponin after calibration. The customer ran quality controls and calibrators and obtained a slope of 1.35 which is outside the range of 0.95 to 1.05. The customer manually accepted this calibration level. The customer then continued to process an unspecified number of patient samples. It is not known if any patients were treated. No further patient information was provided. There were no reports of adverse health consequences or known patient intervention due to this event.

Manufacturer narrative:
User error caused the event. Siemens healthcare diagnostics customer technical support (cts) obtained the calibration and quality control (qc) data from the system. After reviewing the data, the cts determined that the customer manually accepted calibration data that was outside of specification. Further examination determined that calibrator #2 and calibrator #3 were switched by the customer. The customer also indicated that although the qc was within their established range, this result was outside peer data for level 3 qc. The instrument is performing within specifications. No further evaluation of the device is required.